Manufacturer narrative:
Report indicates that the patient developed and was treated for an infection. Per the warning section of the IFU: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the available information, we are unable to determine the cause of the infection the patient developed. A DHR review for the lot has been performed; no discrepancies noted during the review. See MDR 1213643-2009-00383 for information related to the other composix l/p mesh implanted in 2008. See MDR 1213643-2009-00385 for information related to the collamend mesh implanted in 2008.

Event description:
Attorney reported & medical record review: in 2008 -- the patient underwent a hernia repair surgery. The physicians used two bard composix l/p mesh patches. "While in the hospital, the patient developed some respiratory failure [healthcare-associated pneumonia] and then localized wound infection." Patient underwent wound care and antibiotics treatment. Wound culture - staph. The following month-- due to infection and wound dehiscence, the composix l/p mesh was removed and replaced with a bard collamend mesh. The second attempt to repair the patient's ventral hernia with bard manufactured mesh also failed. The bard collamend mesh similarly became infected, leading to wound dehiscence. One week later-- the patient did undergo yet another ventral hernia repair surgery procedure in which he was implanted with a non bard mesh.